Manufacturer narrative:
Patient¿s last name initial: (B)(6). Patient weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments became damaged during a planned hardware removal on (B)(6) 2016. The original implant date was approximately two years ago in 2014 for a repair of a midshaft femur fracture. The fracture completely healed and the hardware removal was a planned explant. All screws were removed intact. The surgeon tried to remove the nail unsuccessfully, using various removal devices and extreme force and hammering to encourage the nail to move. An intramedullary reduction tool end split, an insertion handle tip broke, extraction screw threads stripped, and a cannulated drill bit tip became stripped. The surgeon decided to leave the nail in place. No instrument fragments remained implanted. No additional medical intervention was required. There was no surgical delay reported. The procedure was completed successfully with the patient in stable condition. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿one (1) 7.5mm intramedullary reduction tool, 460mm (part 360.251, lot 6970132); one (1) percutaneous insertion handle (part 03.010.046, lot 8061635); one (1) extraction screw, for titanium femoral and tibial nails (part 357.133, lot 7910341); and one (1) 12.0mm cannulated drill bit, large quick coupling, 190mm (part 03.010.036, lot pe02368) were received. The complaint condition is confirmed as the reduction tool has a deformed distal tip, the insertion handle is missing the alignment tang, the extraction screw is stripped, and the drill bit shows a cracked connecting post. The damage is consistent with the result from mechanical overload. Three of the devices (reduction tool, insertion handle, and drill bit) are not intended for use in nail extraction. The reduction tool is intended for used in fracture reduction during nail insertion. The insertion handle is intended for nail insertion and alignment of the targeting locking features in the nail. The drill bit is intended for use to open up the medullary cavity of the tibia prior to implantation of a cannulated tibia nail. As the specific circumstances at the time of the issue are unknown, the root cause could not be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The reduction tool was received with the distal end significantly deformed. The deformation is in the form of two approximately 2.5mm deep dents and bending such that the distal tip is no longer round. The shaft of the device also shows bending outside the specified bend at the distal tip and the handle shows impact marks on the proximal and distal sides. The insertion handle was received with the distal tang that mates with the nail missing. The transverse fracture is located at the base of the tang; flush with the distal surface of the insertion handle. There are signification dents at the attachment location for the driving cap. The balance of the device shows surface wear and is in functional condition. The extraction screw was received intact with the distal tip stripped. The threads show wear and flattening. The balance of the device was found to be in functional condition. The drill bit was received with the proximal connecting showing flattening and deformation from impact and significant wear to the cutting edges. Due to the damage, the proximal connecting post is no longer round and shows a small crack. The balance of the device is in functional condition. The damage on the extraction screw is consistent with cross threading. A review of the relevant design drawings was performed for each device and the related components. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. DHR review - manufacturing location: (B)(4). Manufacturing date: 17-jul-2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.